Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture and stent dislodgement occurred. Vascular access was obtained via the right side. The 70-80% stenosed target lesion was located in the moderately calcified proximal right common iliac artery. The eccentrically shaped de novo lesion measured 9mm in length and 20mm in diameter. Pre-dilation was not performed. Utilizing a retrograde approach, the physician advanced the 8.0x30mm express vascular ld stent system via a non bsc 7fr introducer sheath. Resistance was noted while advancing the device through the stenosis. Once in the proper position, the balloon was inflated to 8atms, but ruptured at its distal end followed by the stent dislodging from the balloon. The physician attempted to retrieve the stent utilizing the delivery device, but was unsuccessful. As the stent still remained on the guide wire, a non bsc balloon was used to successfully capture the stent. An 8.0x37mm express ld was then implanted in the lesion followed by completion of a femoral-popliteal bypass. There were no additional patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.